Manufacturer narrative:
Device evaluation: one device was returned. A visual inspection found the device in unused condition. During the functional testing, no device problem was able to be confirmed. The module was operating as intended. No problem found with the wireless connectivity functions of the comm module. Item is a purchased finished good, DHR is at the supplier.

Event description:
It was reported that the cadd solis communication module gives intermittent error. The product fault occurred immediately on use. There was no patient involvement and no patient harm/adverse reported.